Event description:
Caller reported a minimum fill notification and it was determined that there was no adverse impact to the customer's blood glucose level. Customer was attempting to load a new cartridge with 120 units of insulin, with 90 usable units after filling the tubing. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area, which resolved the issue. Caller successfully reloaded the cartridge onto the pump and resumed insulin delivery, with 60 units displayed, confirming resolution.